Event description:
After induction of anesthesia, the patient could not be ventilated with a mask, laryngeal mask airway, or endotracheal tube (which were all properly placed). The patient could be ventilated with an ambu bag. Upon closer inspection, the anesthesia circuit had a complete blockage in the inspiratory limb. It was a piece of plastic from the factory and it was undetectable until the circuit was pulled apart (the filter removed).